Event description:
It was reported (via FDA mw5115488 and mw5115489) that a female patient underwent breast prosthesis implantation surgery with two unknown mentor breast prostheses. Post-operatively, the patient suffered several unexplained systemic symptoms, including fibromyalgia, sjogren's syndrome, connective tissue disease, breast implant illness, serious autoimmune reaction, connective tissue degradation, profound fatigue, extreme gastrointestinal issues, irritable bowel syndrome, migraines, asthma, unspecified autoimmune disease, and high blood pressure. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).